Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash. The rash was described as red welts, with itchy skin on the patient's chest, sides and back. The patient visited their physician's office and was given a shot to address the reported skin irritation. The patient's physician also prescribed benadryl and triamcinolone lotion, and advised that the patient could remove the lifevest if it was making the patient uncomfortable. The outcome of the irritation is not known. There was no allegation that a device malfunction caused or contributed to the reported skin irritation.